Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient noticed symptoms within threee hours of insertion at the abdomen.the patient experienced hyperglycemia and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. The infusion set is used for less than 1 day no further information is available.